Event description:
Customer reported via phone call that she has been experiencing high blood glucose of 400 mg/dl and lows at 49 mg/dl. The customer stated she would change the site and insulin and would still have issues. Customer stated that the day prior; her blood glucose was at 178 mg/dl, she went for a walk ate a banana and it was 42 mg/dl and at night it was over 400 mg/dl. The customer declined troubleshooting and requested the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with minor scratched display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.